Manufacturer narrative:
UDI not available for this system. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be duplicated. Motion firmware was reloaded. The cables and connections on the motion controllers were checked. The imaging system passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while preparing for a case, the system was stuck in the initializing please wait stage of its boot up process. The issue occurred prior to patient presence.